Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had pocket issues since replacement in (B)(6) 2016. The patient had swelling and fluid at the pocket site; the fluid was tested, but no infection was present. The patient had pain at the implant site, fluid buildup at the implantable neurostimulator site, and how much fluid was drawn off. The drainage started with 2 weeks after surgery. The physician's assistant drew it off and the patient had to go back the next week and drew out a third of a cup syringe full. It was not even 2 days when the patient got home that it started accumulating again and they had to draw another third of a cup of fluid and blood, it was sore and hurt at the site. The swelling has gotten much better and at the time of the report, the patient only experienced swelling every once in a while. There are no plans to take any additional actions regarding the occasional swelling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.